Manufacturer narrative:
The reported incident that unknown_fro_product was alleged of issue s-41 (poor fixation) could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated. Device was not returned.

Event description:
During a variax distal radius plate extraction, the surgeon notice that one locking screw had become loose from the plate and one locking screw had broken at the plate/screw interface. The surgeon believes that the loose screw and broken screw delayed the healing process of the patient.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. Device is an unknown 53-276xxe, 2.7 locking screw (loose).

Event description:
During a variax distal radius plate extraction the surgeon notice that one locking screw had become loose from the plate and one locking screw had broken at the plate/screw interface. The surgeon believes that the loose screw and broken screw delayed the healing process of the patient.